Event description:
Additional information was received from a manufacturer representative. It was reported that the patient hadn't had a pain physician for months as the other physicians practice was shut down. The eos was missed due the switching of hcps.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, product type programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an intrathecal unknown medication via an implanted pump for non-malignant pain and failed back surgery syndrome. The doctor said the patient's pump was showing that a terminal event had occurred. The pump had reached end of service (eos). The pump was implanted on (B)(6) 2009. It was unknown when the patient first experienced the eos alarm. They were considering getting approval for a pump replacement. There were no known symptoms. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.